Event description:
Boston scientific received information that this atrial lead was exhibiting elevated threshold measurements with decreased impedance and sensing measurements due to suspected dislodged. A revision procedure was performed and the lead was successfully repositioned. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains actively implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.